Manufacturer narrative:
Continuation of d10: product ID a72200 lot# serial# unknown implanted: explanted: product type software product ID tm91scs lot# serial# npe075925n implanted: explanted: product type medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received. The ins has been replaced; the exact date has not been provided by the customer. The ins will not be returned.

Event description:
Information was received from a consumer via a manufacturer¿s representative regarding a patient who was implanted with an implantable neurostimulator (ins). It was reported that the patient was fitted with an ins and two leads about 4/5 weeks ago ((B)(6) 2024 according to the picture). He requires quite high energy levels, about 9ma of energy. His impedances are around 11k to 13k. Patient complains that several times the energy delivered will drop at about 0.0 or 0.1ma with a message displaying "low output detected" on the handset. Pt indicates that therapy is no longer available without warning; stimulations suddenly drops to 0.0ma. Moreover, the battery is now in eri with 3 months left. They have discussed that the high programmed settings of the ins are triggering an oor of the battery. Oor stands for out-of-regulation and indicates that the neurostimulator is not able to deliver the desired stimulation parameters. They have mentioned that the physician is now considering explanting the ins and implanting a rechargeable ins, in the hopes that a rechargeable ins will be able to sustain the higher energy requirements needed by this patient.

Manufacturer narrative:
B3: event date is not known. G2: the country of the event is nl. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received from the manufacturer representative (rep) reporting that within two weeks after implant, impedances were around 1,100 and 1,300 ohms. The cause was high energy needed, 9ma and 11ma in different programs at the same time. Eri was due to high settings. Issue was not resolved. Replacement of the ins was planned but there was no information for the replacement date.